Event description:
The following information was reported: post mynx, after holding pressure for 5 minutes, it was noticed that the patient had a hematoma distal to the access site and down the leg. The hematoma was described as long and tube shaped, 2 inches by 8 inches in size. Held pressure for 30 minutes and applied a femostop. The patient was not hospitalized. There were multiple sheath exchanges. Stick location: mid femoral bifurcation vessel size: 5 mm procedure type: intervention coronary.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1423002) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that there were multiple sheath exchanges prior to closure. Multiple sheath exchanges can enlarge the arteriotomy, allowing blood to flow around the sealant and may result in a hematoma. (B)(4).